Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: hernia. According to the report: the device would fire then handle would lock. No patient injury reported. No further information.